Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the velys saw interface right was returned to depuy synthes for evaluation. Visual analysis of the right-sasi device revealed no significant damage or visual defects. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. A functional evaluation was performed using the saw wing fixture. The assessment found that the right-sasi saw clamp lever articulated freely without the saw wing fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. The planar clamping mechanisms of the sasi was secure when attached to the planar arm assembly with the drape interface in position, no sings of looseness were identified. Additionally, the saw handpiece e-connector plugged into the sasi all the way without difficulty and were secure in the electrical port of the sasi. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. The product issue has been addressed through depuy synthes quality management system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. A CAPA was initiated to address the connection issues.

Event description:
It was reported that during service and evaluation, it was determined that the velys saw interface right device was loose. It was noted in the service order that the saw cut out during a total knee arthroplasty (tka) surgical procedure. The user switched over to another sasi device to resolve the issue. The robot was cart mounted. There was a minor delay to the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.